Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 233, 333 and 210 mg/dl tests were done within 5 minutes with a difference of 28%. Control solution test was 242 (range 98-133). Pt did not experience any adverse events. No further info has been reported.